Event description:
Patient was undergoing a laser lead extraction procedure. Pre-procedure, the catheter was reportedly tested as per instructions before using on the patient. Two catheters were tested, both balloons reportedly failed, and the guide wire was unable to transverse the lumen of the balloon. A third catheter was then tested and was successfully used during the procedure. No reported patient harm.